Event description:
The patient had symptoms of weakness.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3008377825-2019-00001. It was reported that the patient presented in clinic with noise on the right ventricular lead. Programming changes were made. On (B)(6) 2019, the patient presented for an explant procedure. The physician did not know if the noise was caused by the lead or the device. On(B)(6) 2019 the lead was capped and replaced, and the device was explanted and replaced. The patient was stable before, during and post procedure.

Event description:
Related manufacturer reference number: 2017865-2019-11707.

Manufacturer narrative:
Analysis was normal. No anomalies were found.